Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-07713. It was reported the patient's drg system did not provide adequate pain relief. Troubleshooting with reprogramming did not resolve the issue. Follow-up identified surgical intervention was undertaken wherein 1 drg lead and drg ins were explanted due to the issue.

Manufacturer narrative:
Corrected data: device 1 verbiage updated to correlate with device 2 verbiage.

Event description:
Device 1 of 2 : reference MFR. Report#1627487-2018-07713. It was reported the patient's drg system did not provide adequate pain relief. Troubleshooting with reprogramming did not resolve the issue. Follow-up identified surgical intervention was undertaken wherein the entire drg system was explanted due to the issue.